Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure device migrated") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain") and menstrual disorder ("abnormal menstruation issues"). The patient was treated with surgery (underwent removal of the essure device). Essure was removed. At the time of the report, the device dislocation, pelvic pain and menstrual disorder outcome was unknown. The reporter considered device dislocation, menstrual disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device dislocation ("essure device migrated/ migration essure device ¿ location of the device"), device expulsion ("on the left ostia there was expulsion of the essure coils") and genital haemorrhage ("abnormal bleeding (general)") in a 32-year-old female patient who had essure (batch no. 12381250 left, 627744 right) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 (live birth: (B)(6) 1997 and (B)(6) 2007), single fetal death in twin pregnancy, loop electrosurgical excision procedure and d & c. Previously administered products included for to not get pregnant: birth control pills from 1998 to 2009. Concurrent conditions included dysplasia, low grade squamous intraepithelial lesion, menometrorrhagia and dysmenorrhea. Concomitant products included levonorgestrel (mirena) since 2015 for birth control. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2012, 2 years 10 months after insertion of essure, the patient experienced genital hemorrhage (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In 2015, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal)") and nausea ("nausea"). On an unknown date, the patient experienced pelvic pain ("severe pelvic pain"), menstrual disorder ("abnormal menstruation issues"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), infection ("infection (other)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), abdominal pain ("left abdominal pain"), uterine enlargement ("uterus and stomach swollen"), abdominal distension ("uterus and stomach swollen") and uterine haematoma ("uterus was bruised"). The patient was treated with surgery (on (B)(6) 2015 operative laparoscopy, lysis of adhesions and partial salpingectomy), surgery (underwent removal of the essure device) and surgery (operative laparoscopy, lysis of adhesions and partial salpingectomy). At the time of the report, the uterine perforation, device dislocation, device expulsion, menstrual disorder, genital haemorrhage, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, infection, bladder disorder, urinary tract disorder, nausea and uterine haematoma outcome was unknown and the pelvic pain, abdominal pain, uterine enlargement and abdominal distension had resolved. The reporter provided no causality assessment for device expulsion with essure. The reporter considered abdominal distension, abdominal pain, bladder disorder, cystitis, device dislocation, female sexual dysfunction, genital hemorrhage, infection, menstrual disorder, nausea, pelvic pain, urinary tract disorder, urinary tract infection, uterine enlargement, uterine haematoma, uterine perforation and vaginal infection to be related to essure. The reporter commented: essure did not worsened a previously existing injury/condition. She was not advised of any complications or problems that occurred at the time of essure placement procedure. Physician sent retained essure device or any portion of it to essure company. She had complications from essure removal procedure, her uterus was bruised and swollen. As per mr, on (B)(6) 2015, during removal procedure, the right ostia appeared normal, however, on the left ostia there was expulsion of the essure coils. At that time the decision was to go ahead and take a grasper through the hysteroscope and remove the expulsed essure coils. This was done a traumatically without difficulty and excellent hemostasis was seen. Diagnostic results: on (B)(6) 2009, essure confirmation test, she went in with camera, result was total bilateral occlusion. Current weight as of (B)(6) 2018: 146 lbs. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: device expulsion. Lot number: 12381250 manufacture date: 2008/12 expiration date: 2010/08. Lot number: 627744 manufacture date: 2008/07 expiration date: 2010/07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device dislocation ("essure device migrated/ migration essure device ¿ location of the device"), device expulsion ("on the left ostia there was expulsion of the essure coils/ there was failure of release of the coil in the left tube after the appropriate steps were taken, and the instrument was removed without any deployment of the coil/expulsion of essure device") and genital haemorrhage ("abnormal bleeding (general)") in a 32-year-old female patient who had essure (batch no. 12381250 left, 627744 right) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 (live birth: (B)(6) 1997 and (B)(6) 2007), single fetal death in twin pregnancy, loop electrosurgical excision procedure, d & c and shoulder pain (due joint disorder). On (B)(6) 2009, essure confirmation test, she went in with camera, result was total bilateral occlusion. Current weight as of (B)(6) 2018: 146 lbs. Previously administered products included for to not get pregnant: birth control pills from 1998 to (B)(6) 2009. Concurrent conditions included dysplasia, low grade squamous intraepithelial lesion, menometrorrhagia, dysmenorrhea, dysplasia, cerebral cyst and neck injury nos. Concomitant products included levonorgestrel (mirena) since 2015 for birth control as well as ethinylestradiol;norgestimate (sprintec) since (B)(6) 2015, ibuprofen (motrin) and medroxyprogesterone acetate (depo-provera) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain ("severe pelvic pain/pain"), 2 years 8 months after insertion of essure. On (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced nausea ("nausea"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In 2015, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal)"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation issues"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), infection ("infection (other)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), abdominal pain ("left abdominal pain/abdominal area pain"), uterine enlargement ("uterus and stomach swollen"), abdominal distension ("uterus and stomach swollen"), uterine haematoma ("uterus was bruised"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). The patient was treated with surgery (operative laparoscopy, lysis of adhesions and partial salpingectomy, on (B)(6) 2015 operative laparoscopy, lysis of adhesions and partial salpingectomy and underwent removal of the essure device). At the time of the report, the uterine perforation, device dislocation, device expulsion, menstrual disorder, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, infection, bladder disorder, urinary tract disorder, nausea, uterine haematoma, depression, anxiety, dysmenorrhoea and dyspareunia outcome was unknown, the genital haemorrhage, pelvic pain, abdominal pain, uterine enlargement and abdominal distension had resolved and the vaginal haemorrhage and menorrhagia was resolving. The reporter provided no causality assessment for device expulsion with essure. The reporter considered abdominal distension, abdominal pain, anxiety, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, infection, menorrhagia, menstrual disorder, nausea, pelvic pain, urinary tract disorder, urinary tract infection, uterine enlargement, uterine haematoma, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: essure did not worsened a previously existing injury/condition. She was not advised of any complications or problems that occurred at the time of essure placement procedure. Physician sent retained essure device or any portion of it to essure company. She had complications from essure removal procedure, her uterus was bruised and swollen. As per mr, on (B)(6) 2015, during removal procedure, the right ostia appeared normal, however, on the left ostia there was expulsion of the essure coils. At that time the decision was to go ahead and take a grasper through the hysteroscope and remove the expulsed essure coils. This was done a traumatically without difficulty and excellent hemostasis was seen. Plaintiff underwent essure confirmation test on (B)(6) 2009; however, the type of the test was not mentioned. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: device expulsion. Lot number: 12381250, manufacture date: 2008/12, and expiration date: 2010/08. Lot number: 627744, manufacture date: 2008/07, expiration date: 2010/07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-apr-2019: pfs received. Medical history were added. Event verbatim were updated as severe pelvic pain/pain, left abdominal pain/abdominal area pain, on the left ostia there was expulsion of the essure coils/ there was failure of release of the coil in the left tube after the appropriate steps were taken, and the instrument was removed without any deployment of the coil/expulsion of essure device. Event : abnormal bleeding (vaginal), menorrhagia, depression, mental anguish, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) were added. Incident- we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('three fragment of metal coils/several coiled fragment of metal wires'), uterine perforation ('perforation (uterus)/migrated through the uterus/erosion of essure coils through the uterus'), fallopian tube perforation ('essure coil eroded through the tube'), device dislocation ('essure device migrated/ migration essure device ¿ location of the device/ erosion of essure coils through the uterus and into the abdominal cavity'), device expulsion ('on the left ostia there was expulsion of the essure coils/ there was failure of release of the coil in the left tube after the appropriate steps were taken, and the instrument was removed without any deployment of the coil/expulsion of essure device') and genital haemorrhage ('abnormal bleeding (general)') in a 31-year-old female patient who had essure (batch no. 12381250 left, 627744 right) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 (live birth: (B)(6) 1997 and (B)(6) 2007), single fetal death in twin pregnancy, loop electrosurgical excision procedure, d & c and shoulder pain (due joint disorder). On (B)(6) 2009, essure confirmation test, she went in with camera, result was total bilateral occlusion. Current weight as of (B)(6) 2018: 146 lbs. Previously administered products included for to not get pregnant: birth control pills from 1998 to (B)(6) 2009. Concurrent conditions included dysplasia, low grade squamous intraepithelial lesion, menometrorrhagia, dysmenorrhea, dysplasia, cerebral cyst and neck injury. Concomitant products included levonorgestrel (mirena) since 2015 for birth control as well as ethinylestradiol;norgestimate (sprintec) since (B)(6) 2015, ibuprofen (motrin), medroxyprogesterone acetate (depo-provera) since (B)(6) 2009, oral contraceptive nos and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), 1 year 10 months after insertion of essure. On (B)(6) 2011, the patient experienced pelvic pain ("severe pelvic pain/pain"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced nausea ("nausea"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In 2015, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstruation issues"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), infection ("infection (other)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), abdominal pain ("left abdominal pain/abdominal area pain"), uterine enlargement ("uterus and stomach swollen"), abdominal distension ("uterus and stomach swollen"), uterine haematoma ("uterus was bruised"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("menorrhagia"). The patient was treated with surgery (operative laparoscopy, lysis of adhesions and partial salpingectomy, laparoscopic removal of essure coils and bilateral salpingectomy and on (B)(6) 2015 operative laparoscopy,d&c hysteroscopy, lysis of adhesions and partial salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, device dislocation, device expulsion, menstrual disorder, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, infection, bladder disorder, urinary tract disorder, nausea, uterine haematoma, depression, anxiety, dysmenorrhoea and dyspareunia outcome was unknown, the genital haemorrhage, pelvic pain, abdominal pain, uterine enlargement and abdominal distension had resolved and the vaginal haemorrhage and heavy menstrual bleeding was resolving. The reporter provided no causality assessment for device expulsion with essure. The reporter considered abdominal distension, abdominal pain, anxiety, bladder disorder, cystitis, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, heavy menstrual bleeding, infection, menstrual disorder, nausea, pelvic pain, urinary tract disorder, urinary tract infection, uterine enlargement, uterine haematoma, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: essure did not worsened a previously existing injury/condition. She was not advised of any complications or problems that occurred at the time of essure placement procedure. Physician sent retained essure device or any portion of it to essure company. She had complications from essure removal procedure, her uterus was bruised and swollen. As per mr, on (B)(6) 2015, during removal procedure, the right ostia appeared normal, however, on the left ostia there was expulsion of the essure coils. At that time the decision was to go ahead and take a grasper through the hysteroscope and remove the expulsed essure coils. This was done a traumatically without difficulty and excellent hemostasis was seen. Plaintiff underwent essure confirmation test on (B)(6) 2009; however, the type of the test was not mentioned. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: device expulsion, fallopian tube perforation, device breakage. Lot number: 12381250 manufacture date: 2008/12 expiration date: 2010/08. Lot number: 627744 manufacture date: 2008/07 expiration date: 2010/07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('three fragment of metal coils/several coiled fragment of metal wires'), uterine perforation ('perforation (uterus)/migrated through the uterus/erosion of essure coils through the uterus'), fallopian tube perforation ('essure coil eroded through the tube'), device dislocation ('essure device migrated/ migration essure device ¿ location of the device/ erosion of essure coils through the uterus and into the abdominal cavity'), device expulsion ('on the left ostia there was expulsion of the essure coils/ there was failure of release of the coil in the left tube after the appropriate steps were taken, and the instrument was removed without any deployment of the coil/expulsion of essure device') and genital haemorrhage ('abnormal bleeding (general)') in a 31-year-old female patient who had essure (batch no. 12381250 left, 627744 right) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 (live birth:(B)(6)1997 and (B)(6)2007), single fetal death in twin pregnancy, loop electrosurgical excision procedure, d & c and shoulder pain (due joint disorder). On (B)(6)2009, essure confirmation test, she went in with camera, result was total bilateral occlusion. Current weight as of (B)(6)2018: 146 lbs. Previously administered products included for to not get pregnant: birth control pills from 1998 to (B)(6)2009. Concurrent conditions included dysplasia, low grade squamous intraepithelial lesion, menometrorrhagia, dysmenorrhea, dysplasia, cerebral cyst and neck injury. Concomitant products included levonorgestrel (mirena) since 2015 for birth control as well as ethinylestradiol;norgestimate (sprintec) since (B)(6)2015, ibuprofen (motrin), medroxyprogesterone acetate (depo-provera) since (B)(6)2009, oral contraceptive nos and paracetamol (acetaminophen). On (B)(6)2009, the patient had essure inserted. On(B)(6)2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), 1 year 10 months after insertion of essure. On (B)(6)2011, the patient experienced pelvic pain ("severe pelvic pain/pain"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6)2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced nausea ("nausea"), depression ("depression") and anxiety ("mental anguish"). On (B)(6)2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In 2015, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstruation issues"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), infection ("infection (other)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), abdominal pain ("left abdominal pain/abdominal area pain"), uterine enlargement ("uterus and stomach swollen"), abdominal distension ("uterus and stomach swollen"), uterine haematoma ("uterus was bruised"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("menorrhagia"). The patient was treated with surgery (operative laparoscopy, lysis of adhesions and partial salpingectomy, laparoscopic removal of essure coils and bilateral salpingectomy and on (B)(6)2015 operative laparoscopy,d&c hysteroscopy, lysis of adhesions and partial salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, device dislocation, device expulsion, menstrual disorder, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, infection, bladder disorder, urinary tract disorder, nausea, uterine haematoma, depression, anxiety, dysmenorrhoea and dyspareunia outcome was unknown, the genital haemorrhage, pelvic pain, abdominal pain, uterine enlargement and abdominal distension had resolved and the vaginal haemorrhage and heavy menstrual bleeding was resolving. The reporter provided no causality assessment for device expulsion with essure. The reporter considered abdominal distension, abdominal pain, anxiety, bladder disorder, cystitis, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, heavy menstrual bleeding, infection, menstrual disorder, nausea, pelvic pain, urinary tract disorder, urinary tract infection, uterine enlargement, uterine haematoma, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: essure did not worsened a previously existing injury/condition. She was not advised of any complications or problems that occurred at the time of essure placement procedure. Physician sent retained essure device or any portion of it to essure company. She had complications from essure removal procedure, her uterus was bruised and swollen. As per mr, on (B)(6)2015, during removal procedure, the right ostia appeared normal, however, on the left ostia there was expulsion of the essure coils. At that time the decision was to go ahead and take a grasper through the hysteroscope and remove the expulsed essure coils. This was done a traumatically without difficulty and excellent hemostasis was seen. Plaintiff underwent essure confirmation test on (B)(6) 2009; however, the type of the test was not mentioned. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: device expulsion, fallopian tube perforation, device breakage. Lot number: 12381250 manufacture date: 2008/12 expiration date: 2010/08 lot number: 627744 manufacture date: 2008/07 expiration date: 2010/07 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2021: mr received. Reporter information added. Events: essure coil eroded through the tube, three fragment of metal coils added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device dislocation ("essure device migrated/ migration essure device ¿ location of the device"), device expulsion ("on the left ostia there was expulsion of the essure coils") and genital haemorrhage ("abnormal bleeding (general)") in a 32-year-old female patient who had essure (batch no. 12381250 left, 627744 right) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 (live birth: (B)(6) 1997 and (B)(6) 2007), single fetal death in twin pregnancy, loop electrosurgical excision procedure and d & c. Previously administered products included for to not get pregnant: birth control pills from 1998 to 2009. Concurrent conditions included dysplasia, low grade squamous intraepithelial lesion, menometrorrhagia and dysmenorrhea. Concomitant products included levonorgestrel (mirena) since 2015 for birth control. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2012, 2 years 10 months after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain"), menstrual disorder ("abnormal menstruation issues"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), infection ("infection (other)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea"), abdominal pain ("left abdominal pain"), uterine enlargement ("uterus and stomach swollen"), abdominal distension ("uterus and stomach swollen") and uterine haematoma ("uterus was bruised"). The patient was treated with surgery (operative laparoscopy, lysis of adhesions and partial salpingectomy), surgery (underwent removal of the essure device) and surgery (operative laparoscopy, lysis of adhesions and partial salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, device expulsion, menstrual disorder, genital haemorrhage, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, infection, bladder disorder, urinary tract disorder, nausea and uterine haematoma outcome was unknown and the pelvic pain, abdominal pain, uterine enlargement and abdominal distension had resolved. The reporter provided no causality assessment for device expulsion with essure. The reporter considered abdominal distension, abdominal pain, bladder disorder, cystitis, device dislocation, female sexual dysfunction, genital haemorrhage, infection, menstrual disorder, nausea, pelvic pain, urinary tract disorder, urinary tract infection, uterine enlargement, uterine haematoma, uterine perforation and vaginal infection to be related to essure. The reporter commented: essure did not worsened a previously existing injury/condition. She was not advised of any complications or problems that occurred at the time of essure placement procedure. Physician sent retained essure device or any portion of it to essure company. She had complications from essure removal procedure, her uterus was bruised and swollen. As per mr, on (B)(6) 2015, during removal procedure, the right ostia appeared normal, however, on the left ostia there was expulsion of the essure coils. At that time the decision was to go ahead and take a grasper through the hysteroscope and remove the expulsed essure coils. This was done a traumatically without difficulty and excellent hemostasis was seen. Diagnostic results: on (B)(6) 2009, essure confirmation test, she went in with camera, result was total bilateral occlusion. Current weight as of (B)(6) 2018: (B)(6) lbs. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: device expulsion. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number and stop date (B)(6) 2015 was added. Events pain, migration essure device ¿ location of the device were clubbed with previously reported events. Events uterine perforation, device expulsion, genital haemorrhage, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, infection, bladder disorder, urinary tract disorder, nausea, abdominal pain, uterine enlargement, abdominal distension, uterine haematoma were newly added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.